Event description:
A medtronic ent representative reported during a frontal endoscopy sinus surgery (fess) the surgeon alleged to be 1cm inaccurate at the skull base. This was during the registration process (patient was under anesthesia, prior to incision). The medtronic representative tightened the head frame to make sure it was not moving. The surgeon re-registered and was again accurate on the nasion and other frontal landmarks but was approximately 1cm inaccurate at the skull base. All instruments were tested and they confirmed there was no metal in the field, results were unchanged. The procedure was completed with the use of the fusion navigation system. There was no impact to the patient's outcome reported.

Manufacturer narrative:
No files have been received by the manufacturer for evaluation. Software has not been evaluated as of the date of this report.